Event description:
It was reported that this brady lead was explanted due to dislodgement. Moreover, this was confirmed with fluoroscopy where it showed that the slack pulled back and the threshold increased. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was explanted due to dislodgement. Moreover, this was confirmed with fluoroscopy where it showed that the slack pulled back and the threshold increased. A new lead was implanted. No additional adverse patient effects were reported.